Event description:
Reporter alleges patient's implants have been hard from the beginning and had multiple closed capsulotomies that were unsuccessful with the last one done 15 years ago. The right has been harder and more painful than the left but both are worsening and has noted a right lateral rupture. In addition, patient has progressively disabling systemic symptoms starting 5 years prior to implants which include arthralgias (positive morning stiffness)/myalgias, paresthesias, spasm, swelling, fatigue, sleep disturbances, frequent colds/sinus, hot flashes, tmj disease, visual changes, dizziness, memory loss, sicca, rashes, sensitive to sun/cold (positive raynaud's)/chemicals, shortness of breath/cough, chest pain, choking sensation, weight fluctuations, gastrointestional disturbances, allergies and dyspareunia. Pt is otherwise healthy.